Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient turned the stimulation to the off mode and was unable to obtain stimulation when the scs system was turned on again. In turn, the patient underwent surgical intervention. Intra-op diagnostic testing revealed the patient's extension exhibited high impedance measurements. As a result, the physician explanted and replaced the extension which resolved the issue.(B)(4)

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.